Event description:
Acct reports that the "soft silastic tubing came apart from the hard plastic tubing near the luer lock connection. This occurred when a syringe of anesthesia induction drug was being administered which is a critical time to be losing IV access to the pt. Receiving only a partial dose of anesthetic could be critical to the pt's safety of maintaining an open airway". The pt was switched immediately to a fast acting inhalation gas. There was no pt injury, but had great potential of life threatening complications by losing IV access at this time of administering an anesthetic.